Manufacturer narrative:
Additional information has been provided with this report that was not included with the initial report. Please see medwatch report # 2032227-2015-14717.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is making noises and there is a keypad anomaly. The blood glucose reading is 121 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.